Event description:
It was reported to philips that therapy receptacle parts were defective. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model #861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Issue was confirmed to be a duplicate of a previous case. Hence parent (B)(4) (initially considered as split) is now being considered a duplicate of (B)(4) (MFR report number: 3030677-2024-01890). As such, this case ((B)(4)) will be closed as a duplicate and all relevant information pertaining to the investigation associated with this event will be housed in this (B)(4) (MFR report number: 3030677-2024-01890).

Event description:
Issue was confirmed to be a duplicate of a previous case. Hence (B)(4) (initially considered as split) is now being considered a duplicate of (B)(4). As such, file ((B)(4)) will be closed as a duplicate and all relevant information pertaining to the investigation associated with this event will be housed in this (B)(4).